Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presensted to the emergency room with complete av block. The lead exhibited loss of capture. The lead was explanted and replaced.